Event description:
It was reported that intermittently, at first bootup of the day, the 9800 system displays a black image (c-arm will not fluoro) on the live monitor. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Fluoro function pcb, generator interface pcb and power supply. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.